Event description:
Pt restrained in restraint jacket. Pt was found hanging from the bed (side of bed at far end of bedrails). He was wearing a restraint jacket which was anchored to the middle of the bed rails. The jacket had been put on to keep the pt from falling out of bed. Up until 0130, the pt had been checked every 30 min. At each check, he was resting comfortably. CPR initiated no pulse and cyanotic. Arrest team arrived and revived pt.